Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind during reservoir change procedure. Customer's blood glucose at time of incident was 8.6mmol/l. The customer stated they are receiving a compromised force sensor system alarm. The customer stated the drive support cap was sticking out. The customer did not try to push it. The customer was advised that we will send replacement pump.

Manufacturer narrative:
The insulin pump passed operating current, error test and displacement test. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.